Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 61 mg/dl. The customer was treated by emergency medical services and was given a glucose injection. The customer was also hospitalized for a urinary tract infection. The customer reported that the insulin pump did not malfunction. No additional information was provided.